Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a no delivery alarm during an infusion set change. The customer's blood glucose was 401 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found insulin was able to exit with a manual prime and the insulin pump did not alarm no delivery. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set connection may be severed. The customer's blood glucose was 430 mg/dl at the end of the call. Customer did not treat their blood glucose at the time of the call. No additional information provided.